Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was 15 mg/ml morphine (unknown) with an unknown dose. The reason for use was not reported. It was reported that the doctor went to aspirate today ((B)(6) 2019) and expected 4.4 ml and got back 0 ml. Then he went to fill and he cannot fill or aspirate. Pump is not deeply implanted. Caller to try holding back negative pressure. Caller tried several kits and needles. Tech reviewed to turn needle angle, to hold back negative pressure and to try pushing pfns through since reservoir is expected to be empty. Then they reviewed last case to try a lateral x-ray to check pump bellows. There were no symptoms. The hcp was to try troubleshooting procedures that were recommended. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of empty pump was not determined and the doctor will not be looking into this any further. The doctor followed the steps from the tech report. The pump was aspirated and refilled. There were no further complications reported/anticipated.